Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the forceps would not close completely after the biopsy was obtained. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo capacity device. Reportedly the anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. Olympus colonoscope. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found one kink in the middle of the coiled shaft, no other abnormalities were noted and the device was within specifications. Functionally, the jaws were able to be opened and closed without issue. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. Additionally, it was found during device evaluation that the coiled shaft had a kink, the most probable root cause for this is operational context as excessive force may have been applied to the device due to anatomical or procedural factors. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps jumbo capacity was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the forceps would not close completely after the biopsy was obtained. The procedure was completed with another radial jaw 4 single use biopsy forceps jumbo capacity device. Reportedly the anatomy was tortuous. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.